Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received repeated restart alerts on the ilet, identified as an alert for consecutive stalled insulin motor events, despite restarting the device and changing supplies; the user turned the device off and transitioned to backup therapy, and blood glucose levels were not affected, indicating a failure to infuse related to the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of the returned device revealed a communications problem identified with a device component, consistent with a failure to infuse associated with the motor. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.